Manufacturer narrative:
The system is composed of eno dr (sn: 3(B)(6)), beflex 45d (sn: (B)(6)) and belfex 46d (sn: (B)(6)). The two leads were implanted on (B)(6)2016 and the eno dr was implanted on (B)(6)2024. The entire system was explanted due to an infection on (B)(6)2024. Device history record shows that the eno dr has been sterilized and released according to all applicable procedures. Eno dr (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized, and released according to applicable standard operating procedures. Manufacturing date: 23 february 2024 use before date: 23 february 2026 sterilization lot: s0662-3748 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, the system was explanted due to infection on (B)(6)2024.

Manufacturer narrative:
Investigation not done yet, conclusion not available.

Event description:
Reportedly, the system was explanted due to infection on (B)(6) 2024.

Event description:
Reportedly, the system was explanted due to infection on (B)(6) 2024.

Manufacturer narrative:
All the devices have been sterilized and released according to all applicable procedures. Eno dr (sn: (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 23 february 2024 use before date: 23 february 2026 sterilization lot: s0662-3748 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.